Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was admitted to the hospital due to sharp abdominal pain. On (B)(6) 2019, the patient was admitted into the general surgery department with severe abdominal pain. The patient was treated with unknown intravenous antibiotics but there was no confirmed diagnosis. It was reported that the patient's abdomen was distended and stoma site care had been done with no signs of infection. On (B)(6) 2019, the patient was discharged from the hospital. On (B)(6) 2019, the patient reported green pus and blood from the stoma site and was re-admitted to the hospital. The patient reported that on (B)(6) 2019, the tubing was surgically removed due to free air and an area of concern for an abscess. At the time of report, the patient remained in the hospital with nasogastric suction.